Event description:
Clinical study. It was reported that 150 days after a coronary drug eluting treatment procedure, the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.0mm, 90% stenosed, 24mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation, and successful placement of a taxus liberte' 2.75x32mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged the next day on plavix and aspirin. One hundrend fifty days after the initial procedure, the pt required a tvr. The physician performed balloon angioplasty on the mid lad for in-stent restenosis. In the opinion of the physician the relationship of the tvr to the taxus liberte' stent is related. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the pt, and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.